Event description:
It was reported that a user operating the ilet experienced hyperglycemia after running low on insulin due to delayed supply change and replaced only the pre-filled insulin cartridge with guidance, resuming insulin delivery thereafter. Symptoms included elevated blood glucose of 231 mg/dl without reported clinical sequelae. Outcomes included no medical intervention, no use of backup therapy, and no immediate health effects. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that insulin delivery resumed after cartridge replacement and blood glucose began to decline, with no device malfunction confirmed. It was concluded that the event was consistent with hyperglycemia with an unclear cause, and no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.